Manufacturer narrative:
B3. Event date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including patient status and product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Kania, t. A., noorani, a., juneja, a., demissie, s., singh, k., deitch, j., etkin, y., landis, g. S., & schor, j. (2022). Hemodynamic instability in the immediate postoperative setting after transcarotid artery revascularization. Vascular, 31(6), 1151 to 1160. Https://doi.org/10.1177/17085381221105178.

Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced stroke symptoms including: transient ischemic attacks (tia), aphasia, dysarthria, hemiplegia, and hemianopsia. The aim of the study was to evaluate the timing, prevalence, and types of hemodynamic instability after tcar. This study was a retrospective review of 76 patients from 2017 to 2019 who underwent tcar procedures. In the postoperative period, within 24 hours the following adverse events were experienced by patients: 4 patients had confirmed stroke on imaging and experienced aphasia, dysarthria, hemiplegia, hemianopsia, 2 patients had tia with 1 patient being aphasic and 1 patient being unresponsive and symptoms resolved within hours. Out of four patients who had stroke, two patients were sent to rehabilitation. No further information was provided to boston scientific.